Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿ this report is number 4 of 7 MDR's filed for the same event (reference 1825034-2013-04639 thru -04645 & -05300/-05303/-05305.)

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for an unknown reason. The modular head, cup, and stem were removed and replaced. Additional information received alleges pain, discomfort, soreness, dysfunction, and loss of range of motion. Legal document alleges there was a metallic looking soft tissue mass, destruction to the proximal femur and destruction around the greater trochanter. Legal document further alleges a milky white fluid was observed and the acetabulum was noted to have osteolytic damage. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes indicated the patient underwent a right hip revision on (B)(6) 2011 due to pain and dislocation. During this revision, the surgeon noted a metallic-looking soft tissue mass in the hip joint which was removed. It was also noted that there was destruction to the proximal femur and inflammation with white milky fluid and corrosion present on the femoral component. All components were removed and replaced. Patient underwent a second revision on (B)(6) 2013. Surgeon noted a serosanguineous type fluid in the incision. Surgeon stated that three "broken" screws were embedded into the acetabulum with fibrous build-up on them. As the surgeon inserted the new cup, it was noted that there was no pubis. Surgeon had to use cement to fix the cup properly. The cup and screws were removed and replaced.